Manufacturer narrative:
Device evaluation by manufacturer: the embold fibered coil system was returned to boston scientific for analysis. Visual and microscopic inspections of the device revealed a stretched and detached coil. The wedge lock, introducer sheath and the entire proximal delivery section was removed at the customer site and was not received. Only the coil was received inside the introducer sheath with blood. Microscopic inspection of the device revealed the coil was stretched and detached from the distal coupler. Only a portion of the coil and introducer sheath was received. Inspection of the returned device revealed a stretched and detached coil. The complaint was confirmed for issues related to coil damage.

Event description:
Reportable based on device analysis completed on 06sep2024. It was reported that the coil detached early in the catheter. The 75% stenosed target lesion was located in the moderately tortuous inferior mesenteric artery. A 5x15 embold fibered detachable coil system was selected for an endovascular aneurysm repair. The coil was once attempted to be placed; however, it was recaptured into the introducer sheath to readjust the placement site. The coil unraveled inside the introducer sheath when the delivery wire was pulled during recapture, making it unable to be used. Another embold fibered detachable coil system was used to complete the procedure. No patient complications were reported. However, device analysis revealed the coil was stretched and detached from the distal coupler.